Manufacturer narrative:
Zimmer biomet (B)(4). Date of event is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant lost integration due to peri-implantitis at the implant site and was removed.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date . D4: unique identifier (UDI) number is not provided / unknown. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional or corrected information to report.